Event description:
It was reported that a patient exhibited noise that led to oversensing on their right ventricular lead. X-ray analysis showed an externalized conductor for the lead, which prompted the physician to commence surgery for right ventricular lead extraction on (B)(6) 2022. The lead was explanted and replaced, and the patient is stable after the procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed while the reported events of noise was not confirmed. As received, a complete lead was returned in three pieces. Final analysis found that the insulation was abraded at 26.0cm to 26.2cm, 31.0cm to 31.4cm, and 50.3cm to 53.2cm from the connector pin. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the superior vena cava and ring electrode cable lumens at the proximal region of the lead. The etfe cable coating was not abraded in this location. External insulation abrasion due to friction to another device or feature of the heart was breaching the superior vena cava and right ventricular cable lumens at the middle region of the lead. The etfe cable coating was not abraded in this location. Further analysis found internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils. The etfe cable coating was not abraded in this location. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.